Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at the proximal end causing it to loosen at the distal end. Additional observations : the instrument was found to have a frayed pitch cable at distal end. The pitch cable was also dislodged at the proximal end causing it to loosen at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small grasping retractor instrument was observed to be broken. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument had a physical damage but, the type of damage was not clarified. No material was missing or detached from the portion of the device that enters the patient¿s body. The instrument did not have broken or frayed cables. The instrument did not have an unintuitive motion nor did it have an imprecise motion.